Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was low mg/dl, and the meter bg reading was 120 mg/dl. Reportedly, the second cgm bg reading was low mg/dl, and the meter bg reading was 150 mg/dl. Reportedly, the third cgm bg reading was low mg/dl, and the meter bg reading was 236 mg/dl. Reportedly, due to the inaccuracy, the customer experienced a bg of 250 mg/dl. The customer suspended the basal software and delivered a bolus to address bg. A root cause could not be determined. A replacement sensor was sent to the customer.